Event description:
When starting the patients IV there was brisk blood return noted, catheter was advanced without difficulty. When flushing the patients IV it began to leak. The customer attempted to tighten the catheter and it continued to leak while flushing. Upon assessing the IV site they noted that the catheter was no longer intact with the hub. They then notified another nurse and both assessed the site and notified the doctor. Per the doctor, he could palpate the catheter under the skin in the right wrist area where the IV was started. Emergency Department was made aware and patient will be stopping by after infusion. The area was circled with a marker and an extra IV catheter was sent with the patient for a reference for the Emergency Department.

Manufacturer narrative:
The batch manufacturing records for the reported batch were reviewed. No non-conformities were observed. Supplier verification reports were reviewed for any supplier changes or raw material changes. No changes were incorporated in the process or materials. Cotrol samples were investigated. No non-conformities were observed during the visual inspection and functional testing of the control samples. The following tests were performed on the control samples to investigate the reported complaint: 1. Visual inspection: No visual defects observed in the product. 2. Functional test - Pull Test of the Catheter: All samples tested were observed within the specification. 3. Functional test - Leakage Test: No leakage was observed in the product. No root cause could be determined. Possible Root Causes per Production Team:User Error: The device may not have been used as intended by the manufacturer. The catheter may have been damaged or deformed due to multiple insertion attempts by the end user. The catheter might have been pulled or twisted excessively during or after insertion. Supplier provided conclusion: Based on the root cause analysis and the results obtained from the tests carried out on the control samples of the reported batch, it is concluded that the product does not contain a manufacturing defect.